Event description:
Reportedly, after firing, bleeding was noted from the anal side. The anastomosis was cut out and another instrument was fired. It was then confirmed leakage and only donut tissue on the oral side. The surgeon cut the anastomosis area and fired again. After the third firing, the anastomosis was correct. Reference medwatch #2647580-2003-00265.